Event description:
It was reported that the patient experienced pain in the chest area where this pacemaker was implanted but did not feel anything when laying down or stationary. The boston scientific technical services consultant referred the patient to the clinic. As of this time, this pacemaker remains in service. No adverse patient effects were reported.